Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. E1: reporter email address unknown / not provided.

Event description:
It was reported that during surgery, it was not possible to place implant completely. The implant internal connection was damaged and the connection implant-driver rotated. Doctor tried to place implant with wrench but it was not possible. Doctor tried to remove the implant to drill deeper but the deformed connection made it impossible. Finally an osteotomy was needed to remove the implant. Doctor placed bone graft and a new implant to complete the procedure. Inflammation was reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) bost485, (t3® non-platform switched tapered implant 4 x 8.5mm) for evaluation. Visual evaluation was performed, the implant has signs of use with bone debris on its internal and external threads. The implants double hex was damaged from use. DHR review was completed for the subject lot number 2022120745. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022120745 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.